Event description:
It was reported via repair work order that the brakes could not be engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#. Additionally, upon completion of the manufacturer's investigation it was also determined that the side rail could not remain latched due to the top rail being damaged at the spindle mount flange.

Event description:
It was reported via repair work order that the brakes could not be engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.